Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, the surgeon reported a burn near the incision site. The size was approximately 1cm x 1cm and no interventions were needed. The degree of the burn was not reported.